Event description:
After just a single pass, the large caliber bronchoscope was removed to wipe off a piece of aspirated food from the end of the scope, when it was noted that the soft outer sheath near the tip of the scope was fraying and coming loose. For this reason, a new scope (regular caliber) was used, and the first scope was saved for evaluation. There was no adverse outcome for the patient.